Event description:
Related manufacturer reference number: 2017865-2021-30278. It was reported the patient presented to the emergency room for unrelated reasons. The atrial lead had a history of lead noise, so it was decided to cap and replace it during a generator change on (B)(6) 2021. During procedure, the right ventricular lead that was previously turned off was tested to find it oversensing due to cross talk. The right ventricular lead was capped and replaced as well. The patient was stable throughout.